Manufacturer narrative:
Follow up same day indicated that no further occlusion alarms had occurred. Blood glucose level was reported as "good." The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted (141 mg/dl - 171 mg/dl). Customer initiated a manual correction bolus. During troubleshooting with tandem technical support, the infusion set cannula was found to be kinked. The customer replaced the cannula/site.